Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is currently in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device would not run. The device was used during surgery. No injury or medical intervention occurred. The date of event is unk. There was no additional info provided.